Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a medial infarction on (B)(6) 2021. It was also noted that an assumed pump thrombus/thrombosis passed through the pump. The site reported that flow reduction was observed with elevated motor noise and power consumption in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus due to flow reduction and elevated motor noise and power could not be confirmed through this evaluation as no product, log files, or diagnostic images were available. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of suspected thrombus and media infarction could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, it was reported that no further information would be provided by the account due to patient privacy laws. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis and stroke as adverse events that may be associated with the use of heartmate 3 lvas. This document contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU also instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.